Manufacturer narrative:
The customer did not return product for investigation. The presence of the c antigen was confirmed on retention capture-r ready-screen (crrs), lots x148 and x154. Patient sample was sent for investigation testing. The sample was tested on an in-house abs2000 and manually using retention crrs, lots x148 and x154. The sample was nonreactive in all testing. The sample was tested by manual tube method using peg and immuadd as potentiators. The sample exhibited reactivity at room temperature, 37c, and the antiglobulin phases of testing with c+c- reagent red cells. The c+c- cells were tested again using saline replacement instead of anti-igg. The 2+s reactivity was observed. This suggests that the patient's anti-c has a significant igm component. The package insert for capture-r ready-screen states: "specificities of presumed significance, that are entirely igm in nature may fail to react in this assay." The event was most likely due to the nature of the sample.

Event description:
Customer reported a patient sample was tested on the abs2000 using capture-r ready-screen and the antibody screen was negative. The patient was transfused, but did not experience any symptoms. Later, the patient was tested again on the abs2000 using a new sample, and the antibody screen was negative. The sample was tested using a gel method and anti-c was detected.